Manufacturer narrative:
Product analysis: additional product analysis was performed. The encoders were assembled into a known good unit. They were run on the automated test console. Each encoder was tested five times. They passed all tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:analysis was not able to confirm the customer comment that the external pulse generator (epg) was not pacing. The device passed all automated and bench testing. Contaminated adhesive was found on all sides of the epg; lower case, upper case, battery drawer cover, hanger, all six plugs and main clear cover. Output encoder did not always register the knob turn. Encoder assembly was intermittent. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing. The epg was returned for service. No patient complications have been reported as a result of this event.